Event description:
The user facility reported that a clinician was stuck when trying to engage the safety sheath on the syringe needle. It was reported that the safety sheath swiveled, the needle bent, and then, the clinician received a needle stick when trying to engage the safety sheath on the bent needle. Follow up communication confirmed that the clinician did not require any medical attention.